Manufacturer narrative:
The device history record (DHR) for lot 2416314564 was reviewed and no anomalies related to the reported issue were observed. A picture and a video were provided for analysis, and upon review, the reported issue was observed. The affected component is produced by an external supplier. Per supplier investigation, a definitive root cause could not be determined, as the physical device was not returned for evaluation. Based on this information, no corrective actions are warranted at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the item inside the kit was faulty. According to the customer, when they inserted liquid into the balloon, it leaked. There was no harm reported.